Manufacturer narrative:
Device evaluation of charger sn: (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation, the q1 current controlling transistor on the bedside board was shorted and the battery board was contaminated. The cause of the inability to recognize a battery is the shorted q1 transistor and contaminated battery board. The root cause of the shorted q1 was unable to be positively identified. The root cause of the contaminated battery board was unable to be positively identified but was likely due to liquid ingress of an unknown contaminant. No adverse event resulted from the defective component. The patient was issued a replacement charger/modem.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her charger/modem was not working properly. The patient received a replacement charger/modem.